Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl, due to adjusting pump settings after a non-related surgery. Reportedly, the customer lost consciousness and was transported by emergency medical services to the emergency room and subsequently admitted to the hospital¿s intensive care unit. Customer was treated with intravenous fluids and released on (B)(6) 2023 with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.